Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right knee was revised due to a femoral periprosthetic fracture sustained in a fall. Also as a result of the fall, the tibial baseplate became loose. The patient's scorpio knee was revised to a hinged knee. Rep provided the revision usage sheet, pre- and post-revision x-rays, confirmed there are no allegations against the revised insert, and confirmed that no further information will be available.

Event description:
It was reported the patient's right knee was revised due to a femoral periprosthetic fracture sustained in a fall. Also as a result of the fall, the tibial baseplate became loose. The patient's scorpio knee was revised to a hinged knee. Rep provided the revision usage sheet, pre- and post-revision x-rays, confirmed there are no allegations against the revised insert, and confirmed that no further information will be available.

Manufacturer narrative:
An event regarding periprosthetic fracture¿involving an unknown scorpio femoral component¿was reported.¿the event¿was confirmed via medical review.¿¿¿ method & results:¿ -device evaluation and results: not performed as product was not returned.¿ -clinician review:¿a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray image confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion:¿ a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray image confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components.